Manufacturer narrative:
Method: force to actuation tests were performed on the buttons. Conclusion: this report is being filed due to the AED being a part of a field corrective action population regarding button actuation.

Event description:
AED was determined to be part of a field corrective action population related to button functionality. Upon return to the company for other reasons, it failed button tests. (B) (4).